Event description:
Per a user report received from (B)(6), a health care professional reported that on (B)(6) 2014, an agency nurse who "was unfamiliar with the (adc) device" mistook the ketone strips for glucose test strips and obtained a patient result of 1.2 mmol/l. Per a doctor's recommendation, patient was administered dextrose. A subsequent result of 1.6 mmol/l was obtained and it was then realized by the nurse that she had been using ketone strips rather than blood glucose test strips. The patient's blood glucose was appropriately tested and a reading of 16 mmol/l (288 mg/dl) was obtained on the adc device. There was no report of additional treatment or any "ongoing ill effects". The health care professional highlighted the "possibility of other people mistakenly using the wrong testing strip when they both fit in the same slot and look similar". There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
This is a final report related to user error. The complaint involved a service issue, hence no product investigation will be undertaken. Note: freestyle optium neo ketone strip packaging is a different color than the packaging for the blood glucose test strips. The device manufacturer date is unknown as the test strip lot is unknown. All pertinent information available to abbott diabetes care has been submitted.